Manufacturer narrative:
A ge svc rep performed an on site investigation. The surge suppressor was replaced during the svc call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare.

Event description:
It was reported that the 2800 system needed the surge suppressor replaced. No pt injury was reported.